Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the camera of the navigation system could detect multiple instruments in the application software. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was observed following a second image acquisition and that the site could not get the instruments to match the patient anatomy. It was reported that the issue occurred in a multi-level fusion with two reference frames in use. When the thoracic probe was introduced into the surgical field, no orthogonal views could be observed on the navigation system. It was reported that the reference frame could be observed by the navigation system and the representative could not confirm if the reference frame had moved. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided.